Manufacturer narrative:
¿ Updated b5, d9 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The distal section of the pipeline failed to open. The device was not positioned in a vessel bend at the time of the deployment issue. Additional attempts to open the pipeline included deploying a longer length, repositioning and deploying it within the internal carotid artery, and retrieving the device twice; no additional devices were used. The cause of the resistance was not determined.

Event description:
Medtronic received a report that pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 5.4 mm and a 4.8mm neck diameter located on the right internal carotid artery, ophthalmic artery segment. The landing zone was 3.6mm distally and 4.3mm proximally. Dual antiplatelet therapy (dapt) was administered during the procedure. It was noted the both the patient's vessel tortuosity was and angiographic result post procedure was normal.   It was reported that he operator planned to treat an unruptured aneurysm of the ophthalmic artery segment using a flow diverter stent. The stent was successfully delivered to the brain, and deployment was initiated by the operator. However, after deploying more than ten millimeters, the tip end of the stent failed to open. The operator attempted multiple times, including retrieving and redeploying, but without success. The stent was then pulled back and deployment was attempted in the internal carotid artery, yet it still could not open. Under fluoroscopy, the tip end appeared to be damaged. The stent was therefore removed from the patient's body, a new stent was used instead, and the procedure was completed successfully. The pipeline was not used for an indication that is not approved (off-label). All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a skynor medical)6f115cm sheath, phenom27 microcatheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.